Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the screwdriver for the fracture of the proximal humerus. After inserting the nail, the knob at the base of the screwdriver came off when the surgeon tried to insert the screw. After inserting the screw to the optimal position, the surgeon used pliers to remove the screwdriver. Two more screws were inserted with the broken screwdriver. The surgery was completed without any surgical delay. No further information is available. This report is for one (1) scrwdrvr f/4.5mm ti multiloc screws/slf-retain/330mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that device had broken off the cap component at the proximal end of the locking core shaft component due to the broken laser weld. A dimensional inspection for the device was unable to be performed due to post manufacturing damaged. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the reported device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Screwdriver / multiloc scrwe multiloc humerus nail . Dimensional inspection: n/a. Device history lot=> part # 03.019.025. Lot # l935928. Manufacturing site: werk hagendorf. Release to warehouse date: 16 sep2018.. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.